Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump accidentally got wet and they were having a keypad issue. The customer's blood glucose level was 79 mg/dl at the time of the incident. The insulin pump was exposed to salt water in the swimming pool. The customer reported that there was fluid under the lcd display. The customer stated that the buttons started going crazy and were scrolling all over the place. The customer reported that the insulin pump alarmed after battery change. They were able to clear the alarm. The customer informed that the batteries were out of pump greater than duration allowed by the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive up and down buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage electronic assembly during visual inspection.